Manufacturer narrative:
The device remains implanted and is not available for evaluation. Without the return of the product, no definitive conclusion can be made regarding the clinical observation conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. (B)(4).

Event description:
Medtronic received information that twenty two months after the initial transcatheter bioprosthetic valve implant, and following the valve in valve implant, the patient developed complete heart block. Subsequently a permanent pacemaker was implanted. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.